Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two opened probes were received with tip protectors in pouches. Sample 1 and 2: the samples were visually inspected and found to be conforming. The samples were then functionally tested for actuation and cut. The samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos attached to the complaint were reviewed by the investigation site. The photo 1 and 2 show a pouch label with same product and lot number as reported. Both returned samples were found to be conforming, therefore cut failure as described in the complaint was not confirmed on both samples returned and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the both returned probes were manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe was not cutting before vitrectomy surgery. The surgery was completed on the same day. There was no patient harm.